Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that damage of the lock latch of the video connector occurred due to wear of the lock latch of the video connector. Therefore olympus determined that it is due to wear of the lock latch of the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the lock latch on the video system center video connector was worn out, causing loss of image when wiggle the scope end. The connector failed to hold the scope connector properly. There were no reports of patient involvement.